Manufacturer narrative:
(B)(4). The reported field event of premature eri was confirmed in the laboratory. The root cause of the premature eri was an anomalous component on the hybrid.

Event description:
It was reported that premature eri was suspected. The device was explanted and replaced. The patient's condition is fine after the event.